Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. The local field representative reported that the patient stated the lead had dislodged. Additionally, the patient was in chronic atrial fibrillation, so the device was programmed to ventricular only therapy. Boston scientific technical services discussed troubleshooting options. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.